Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which resolved the issue, allowing them to successfully start their sensor session.